Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. A preventative maintenance (pm1) was performed and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service.

Event description:
An international customer reported an event of an "oil smell" emitting from the sterrad 50 sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Correcting statement "additional parts returned: vacuum pump filter, oil." To "additional parts replaced: vacuum pump filter, oil." Correcting problem code trending statement from: "(B)(4)."

Manufacturer narrative:
Additional parts returned: vacuum pump filter, oil. Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). ¿ the DHR was reviewed and indicated no anomalies which could have contributed the customer's experienced issue. The unit met all specifications at the time of release. ¿ the service history for this unit for the past six months (10/30/2013 to 04/28/2014) did not identify any significant trend. ¿ the trend for the product malfunction code of odor/smells identified a breach due to the ous remediation effort contained in a CAPA. A review of the complaint history did not reveal a significant trend for us data over the past twelve months (may 2013 through april 2014). ¿ the fmea revealed the risk is at an acceptable level. ¿ the shuma indicates the risk is broadly acceptable for moderate level injury or exposure and as low as reasonably practicable for mild (limited) exposure to odor or odorants. ¿ the hhe indicates the severity of the injury or adverse health outcome that might reasonably be expected to occur is considered moderate. Per the hhe, the health/risk index is considered to be none/negligible. ¿ CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. No parts were available for analysis. The complaint is not confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.